Event description:
A user facility reported to olympus that, the uretero-reno fiberscopes rubber and curved pipe were damaged. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective. The bending rubber was broken with metal sticking out of the device. This report is being submitted for the event found during evaluation of the returned device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the bending section of the device to be damaged and the "weathertightness" was not maintained due to holes on the bending section cover. The evaluation also found that the image guide was damaged. Additionally, there were scratches on the angulation control lever, eyepiece section, diopter adjustment and the upward plate due to external factor. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is likely due to external factors such as contact with something sharp. Olympus will continue to monitor field performance for this device.